Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the results of the approved final investigation. Updated fields: h2, h3, h6, h11. Corrected field: d4. The device was returned to olympus for inspection, and the reportable malfunction was confirmed; the device had a broken probe. The device was functionally tested as the device rotates clockwise and counterclockwise. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic laparoscopic cystectomy under sedation, the probe of the subject device broke off inside of the patient. Upon further follow-up by olympus, the customer noted that the doctor was removing a fibroid from the patient's uterus when the piece broke off. The piece was immediately retrieved with a grasper, fully intact. The procedure was prolonged for less than 30 minutes and was completed with a back-up device. There were no reports of further patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.